Manufacturer narrative:
Investigation summary: return was requested and not received. Because requested customer return was not received we tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 symptomatic false positive sars result. Customer communicated the result was confirmed negative (confirmation method unknown). Several attempts were made to gather more information from the customer without success.